Event description:
It was observed that during the device evaluation, the objective lens in the charged coupled device lens and the light guide lenses of the bronchofibervideoscope were missing glue. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the objective lens in the charged coupled device lens and the light guide lenses of the bronchofibervideoscope was missing glue. Based on the results of the investigation, the probable root cause is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction: previously submitted h6 codes not applicable: a050402 gas/air leak, a0404 crack, a040506 peeled, g05006 lenses, b12 trend analysis, c0201 electrical/electronic component problem identified. Correction: d5 - other operator of device - olympus.

Event description:
No additional information received from the customer.